Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnection power cable was tightened. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the left hand monitor was fading in and out and the problem seemed to be related to the connection of the image intensifier and the monitor cart power cable. No pt injury was reported.